Manufacturer narrative:
G4:08jan2021. B4:11jan2021. The customer reported that the v60 ventilator, serial number (sn) 100287016 was for an onsite periodic maintenance (pm) quote only request. There is no product malfunction. This was reported in error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
Customer contacted technical support (ts) stating that unit powered on itself when plugged into alternating current (ac) power by respiratory department. Unit also would not power down without removal of the battery. Customer stated there was no patient involvement at the time of the reported issue. Unit was being tested prior to use. No delay in therapy due to respiratory utilizing another unit.